Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had lost power after being exposed to water and would not power on despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/06/2013 with the following results: testing was unable to down load black box due to corroded communications port. Visible moisture in display. Bolus button missing. Powered up pump. The vibrator was not functional, received audio tone and display was fully functional. The ok button was not functional. The contrast, down, and up buttons were functional. Unable to test rewind, load and prime, 24hr test, audio level test, or current test due to ok button malfunction. Leak test failed due to missing bolus button. The bolus button contacts were corroded. Opened pump and removed from case. Corrosion found on all surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.